Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the spike falling out of the bag could not be verified due to the product not being returned for failure investigation. The root cause for the spike detachment could not be found without a replicated failure or full investigation. Bd confirms that our spikes are iso compliant. This issue is under additional observation, but no further information is available at this time. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that an abraxane spike fell out of the bag after the rn connected the drug to the patient. The drug needed to be compounded again.